Event description:
The manufacturer representative (rep) reported an spinal cord stimulator (scs) explant. The infection at spine incision and battery site. It was described by the health care professional (hcp) as a ¿red rope¿ running from the spine incision to the battery pocket. The scs was scheduled for explant on the night of the repot because of the infection. It was not known when the event occured. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.